Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ER visit for high traces of ketones and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient went to the emergency room (ER) for high traces of ketones and hyperglycemia. The patient's blood glucose levels were 23.6 mmol/l (425 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient was treated with a lantus shot and blood work was taken. The customer also noted insulin was leaking from the fill port.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Corrosion was observed on the batteries and pcb (printed circuit board). Inspection of the fluid path found no evidence of leaks. No damage or leaks were observed in or around the reservoir or fill port. Cracks were observed on the top and bottom housing, which could have allowed fluid into the pod. The cause of fluid corrosion could not be determined.